Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error alarm. It was noted that the insulin pump was not dropped or bumped prior to the alarm. Advised customer the insulin pump will be replaced and to revert to a back up plan. Customer's blood glucose reading was noted to be 414 mg/dl and the device is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged. Unit received with minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.